Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure of the tower doors was attributed to a problem with the latch harness. A field service engineer resolved the issue by tightening the harness. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a tower door failure, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.